Manufacturer narrative:
Visual analysis of the device found the suture was not returned. Moreover, the bladder pigtail was found broken. Based on the condition of the returned device, the complaint was confirmed. Based on the information available, the complaint is due to a known physiological effects of the procedure noted within the directions for use (dfu). Therefore, the most probable root cause of this complaint is anticipated procedural complication. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a stent placement procedure on (B)(6) 2016. According to the complainant, during procedure, the coil of the stent detached inside the patient and was removed using grasping forceps. The procedure was completed with another percuflex plus stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a stent placement procedure on (B)(6) 2016. According to the complainant, during procedure, the coil of the stent detached inside the patient and was removed using grasping forceps. The procedure was completed with another percuflex plus stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.